Manufacturer narrative:
The smart control stent delivery system (sds) was delivered but could not cross the target lesion. When the device was checked, the distal tip of the stent was already deployed from the sds. The patient was a (B)(6) female. The target lesion was the right superficial femoral artery with heavy calcification and mild vessel tortuosity. The rate of stenosis was 100%, a chronic total occlusion (cto).the product was properly inspected and prepped and no anomalies were noted. A bilateral approach was made from the contralateral femoral and behind the knee. The cto target lesion was crossed with a microcatheter (details unknown) and a guidewire (treasure, st. Jude medical) from the contralateral femoral artery. There was no thrombus at the site. Pre-dilatation was conducted with an aviator plus (424-5040w) balloon catheter. The smart control was delivered but could not cross the target lesion. The physician never attempted to deploy the stent in the lesion. It is unknown if any excessive force was used to cross the lesion with the sds. When the device was checked, the distal tip of the stent was already deployed from the sds. The device was exchanged to another smart control (c06060sl/unknown lot). The stent was delivered from behind the knee and placed in the lesion with no malfunction. Post-dilatation was conducted with the aviator plus and the procedure was completed without any other issues. There was no adverse event and the patient is in stable condition. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the available procedural information no conclusion can be made regarding the reported premature deployment after failure of the device to cross the lesion. Crossing difficulty is most commonly related to the patient's anatomy, vessel characteristics, operator's technique and appropriate device selection. It is possible that procedural factors and vessel characteristics may have contributed to the premature deployment of the distal tip of the stent noted after the inability to cross the lesion. Based on the review of the manufacturing records, there is no indication that the events are related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Concomitant devices: guidewire (treasure, st jude medical), 424-5040w balloon catheter. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The smart control stent delivery system (sds) was delivered but could not cross the target lesion. When the device was checked, the distal tip of the stent was already deployed from the sds. The patient was a (B)(6) female. The target lesion was right superficial femoral artery. Heavy calcification and mild vessel tortuosity, the rate of stenosis was 100% (cto).the product was properly inspected and prepped and no anomalies were noted. A bilateral approach was made from the contralateral femoral and behind the knee. The cto target lesion was crossed with a micro catheter (details unk) and a guidewire (treasure, st jude medical) from the contralateral femoral artery. There was no thrombus at the site. Pre-dilatation was conducted with 424-5040w balloon catheter. The smart control was delivered but could not cross the target lesion. The physician never attempted to deploy the stent in the lesion. It is unknown if any excessive force was used to cross the lesion with the sds. When the device was checked, the distal tip of the stent was already deployed from the sds. The device was exchanged to another smart control (c06060sl, lot unk). The stent was delivered from behind the knee and placed in the lesion. There was no malfunction with the stent. Post-dilatation was conducted with 424-5040w balloon and the procedure was completed without any other issues. There was no adverse event and the patient is in stable condition.